Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a large area of descemet's membrane was detached at the secondary incision site. The incision was stated to have been okay when the doctor initially opened and injected a viscoelastic. The patient¿s chamber was noted to have collapsed, and the surgeon went back in to inflate the eye with more viscoelastic. It was suspected that when the surgeon went back in to eye with more viscoelastic that it may have gotten in to the wound and separated the descemet¿s membrane. The physician had not noticed the reported issue until the end of the surgery, as he was hydrating the wound.